Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image misalignment, the distal end was scratched, light guide bundle was chipped, the rigid tube was bent, component failure of the rigid tube, component failure of the light guide bundle, component failure of the universal cable and component failure of the charged coupled device. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the rigid video laparoscope had the image not displayed. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.